Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06786. It was reported that catheter entrapment occurred. During a procedure, several nc emerge¿balloon catheters (various sizes) were advanced for dilation. After the balloon was inflated to 20 atmospheres and below, the balloon would come off the guidewire easily. However, when the physician inflated the balloon to 26 atmospheres and up, the balloon became stuck on the guidewire and the balloon was difficult to retract off the guidewire. Subsequently, the physician lost wire positioning a couple of times but the physician was able to re-wire the vessel. The procedure was completed with a different device. No patient complications were reported.